Manufacturer narrative:
(B)(4). A service history review revealed no indication that the parts replaced during servicing caused or contributed to this event. The device was not returned; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient had an increased intra-peritoneal volume event while performing peritoneal dialysis therapy on a homechoice device. The patient stated that they felt full during the first fill on the homechoice. When the patient drained out the first drain, they felt relief. The patient stated that they do a manual bag of 2000ml. Before they start therapy, but the initial drain alarm was set to 0. The technical service representative (tsr) reviewed the therapy. The patient's ultrafiltration in cycle one was 2256ml. The tsr advised the patient to speak to their peritoneal dialysis registered nurse. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.